Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had concentration issues related to priming was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician had a general complaint of concentration issues related to priming in the neonatal ICU with delivery of medication to very small babies. They indicated the concentration is causing issues with priming the line. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician had a general complaint of concentration issues related to priming in the neonatal ICU with delivery of medication to very small babies. They indicated the concentration is causing issues with priming the line. There was patient involvement, however outcome is unknown.